Event description:
It was reported that a patient underwent a successful x-stop procedure at levels l4/5. The patient experienced relief for a period of time, however, the symptoms returned over time, and the x-stop device was removed. It was noted that re-occurrence of symptoms was not related to product malfunction. No other information was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.